Event description:
The customer returned the gastrointestinal videoscope to the repair center for evaluation related to a separate issue. During the device analysis the device was observed to have foreign material in the nozzle. There was no patient involvement. ¿

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified and a probable cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.